Event description:
It was reported that the patient had a fall last month and ¿it¿s only getting the bottom half of my arms instead of my neck down.¿ it was also reported that the ins had moved following the fall. The patient saw their healthcare professional (hcp) and they stated that their implantable neurostimulator (ins) ¿is not hitting the areas it used to¿ and needed to have it adjusted. The patient was instructed by the hcp to call and make an appointment with the manufacturer¿s representative. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).